Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2025. During scope cleaning, the brush broke off. The broken parts were removed from the scope using biopsy forceps. The scope cleaning was completed using another hedgehog. There was no patient involvement in this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.